Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for unk low blood glucose levels. Prior to the hospitalization, the customer stated, the insulin pump was giving an alarm while priming and she stated she may have been connected to the insulin pump, during the manual prime. The customer stated, she was starting to sweat and also felt dizzy. The customer stated, she treated with juice and was feeling better. Nothing further was reported.